Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio recalibrated the device, cleaned all of the connectors, and discharged all built up static. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. A specific root cause for the reported issue was not determined.

Event description:
A physio-control service representative was performing routine preventative maintenance on the customer's device and observed that it would not deliver defibrillation energy when max power was being drawn. As a result, defibrillation therapy may be unavailable, if needed. There was no patient use associated with the reported event.